Manufacturer narrative:
As reported, the balloon of two 6/7f mynxgrip vascular closure devices (vcds) burst during procedure. Hemostasis was achieved with an unknown non cordis device. There was no reported patient injury. There is a possibility there was calcification of the vessels. The devices were opened in sterile field and stored as per labeling. The user is trained to the device. Sheath was a 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was possible vessel tortuosity.¿ -1 one non-sterile mynxgrip vascular closure device 6/7f was involved in the reported complaint and was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in the manufacturing position, and the advancer tube was in the manufacturing position. No additional anomalies were observed during this visual analysis. The inflation/deflation test was executed. A longitudinal tear on the balloon wall was observed, which impeded proper inflation/deflation. A high magnification evaluation was executed to evaluate the balloon area. The presence of a longitudinal tear on the balloon wall was confirmed, with irregular edges observed. The reported event of ¿balloon balloon loss of pressure¿ was confirmed through analysis of the returned device since a longitudinal tear was noted on the balloon. The exact cause of the reported issue could not be determined however, it was reported that there was possible calcification and tortuosity of the vessels. These characteristics make it likely that there was damage caused to the balloon material that led to its rupture. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two 6/7f mynxgrip vascular closure devices (vcds) burst during procedure. Hemostasis was achieved with an unknown non cordis device. There was no reported patient injury. There is a possibility there was calcification of the vessels. The devices were opened in sterile field and stored as per labeling. The user is trained to the device. Sheath was a 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was possible vessel tortuosity. The devices and a box of sterile devices will be returned for evaluation.

Manufacturer narrative:
Correct h10.